Event description:
It was reported that the pacemaker dependent patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition and reproducible with isometric movements. The patient was presented for the rv lead revision. During the procedure, when the physician attempted to remove the rv lead from the pacemaker, it was noted that the pacemaker¿s set screw had been over-tightened, causing difficulty in removing the rv lead. The existing rv lead was capped and replaced with a new rv lead during the procedure on (B)(6) 2026. The pacemaker was explanted, and the new rv lead was connected to the rv port of the new pacemaker. The patient remained stable throughout.

Manufacturer narrative:
The reported events of difficult to remove, failure to disconnect and sensing noise were not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above elective replacement indicator (eri) voltage consistent with normal usage. Visual and mechanical testing of the setscrews indicated normal results. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.